Event description:
It was reported that an ilet pump user experienced a leaking cartridge after placing a new infusion set in the left upper abdomen the prior day, which led to elevated blood glucose around 300 mg/dl. The user fills cartridges manually and did not overfill, and an agent arranged for replacement supplies. Symptoms included and fatigue associated with hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a leak consistent with a seal issue associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.